Event description:
The patient's mother was checking the infusion when she noticed that the smartsite needleless system looked like it was cracked. The appearance was milky and air was accumulating inside the valve (located down stream of the device air in line detector). No air entered the patient. The mother removed the device from the patient. No patient injury.